Event description:
It was reported that patient has a gmrs distal femur. Something in the patient broke and being admitted to cedars sinai hospital tonight. Exploratory surgery scheduled (B)(6). Will find out more then. Additional event description provided by sales rep after patient¿s revision surgery: it was reported that, the stem fractured and the distal piece was loose and easily removed. Attempts were made to remove the proximal stem were unsuccessful. The proximal femur and stem were disected out in one piece and reconstructed into a total femur.

Manufacturer narrative:
A review of the device history records indicate that the device was manufactured and accepted into final stock with no reported discrepancies. The complaint history review determined there have been no other events for the lot referenced. A medical review concluded that in this obvious salvage surgery in this large patient, cyclic loading at the stem fracture site representing the junction of the fixed cemented stem and the large distal femoral prosthesis resulted in the inevitable fatigue fracture. There is no evidence that factors of faulty prosthetic manufacturing or materials were responsible for this clinical situation. No clinical or past medical history, no operative reports and no serial x-rays are available for review. The event was confirmed. The material analysis report concluded that the stem broke through fatigue with final fracture in ductile overload. No material or manufacturing defects were observed. The medical review indicated that cyclic loading at the stem fracture site resulted in the inevitable fatigue fracture in this large patient. However, the exact cause of the event could not be determined because insufficient clinical information was provided. Further information such as clinical or past medical history, operative reports and serial x-rays are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.